Event description:
During the surgery, the screw broke. Nothing remained in the patient. No consequences for the patient.

Manufacturer narrative:
Broken screw was returned. Distal piece was not returned. Magnification shows some of the threads have flattened. The hex of the screw appears to be in normal condition. Without knowledge of site prep or evaluation of the distal tip, no conclusions can be made. (B)(4)